Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that her son had high blood glucose level reported to be 470 mg/dl after eating two slices of pizza. He used a normal bolus but felt sick and vomited. She inserted infusion ser cannula in the patient's abdomen, which was the only site he used. Blood glucose level after 1 hour and 15 mins was 428 mg/dl. Patient was then taken to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis coma. When he removed the cannula, it was found to be bent. Bolus history showed high blood glucose level since the night before. The patient stayed in the hospital for two days and he went home with his blood glucose level stabilized. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.